Event description:
A home pt contacted baxter's technical service center twice regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt uses two pt extension lines with their homechoice cassette. Both extension lines are connected before the initiation of the prime cycle. The home pt stated that they did not confirm the successful completion of the prime cycle prior to connecting themselves to the setup. Baxter's technical service center assisted the home pt in ending therapy. The home pt then setup with all new supplies and again in the initial drain received a system error 2240. Baxter's technical service center assisted the pt in ending therapy. The home pt completed therapy with manual exchanges. No pt injury or medical intervention was associated with these incidents, per the home pt.